Event description:
The customer reports during a diagnostic esophagogastroduodenoscopy and colonoscopy using an evis exera ii colonovideoscope, the scope was inserted into the rectal vault and advanced to 30cm where upon withdrawing there was an area of irritation caused by the scope on the site where it appeared that there was a linear rent in the mucosa. The submucosa was visible deep to this and two clips were used to approximate the mucosal edges. The scope was then exchanged for another scope at this point. The second scope was passed beyond this site to the level of the cecum without difficulty. The patient was seen in the physician's office for post-procedure follow-up and is doing well, however, when the patient was discharged from our facility, she was later sent to the hospital for observation where she was taken to the operating room for laparoscopic sigmoid resection for perforated sigmoid colon. The colonoscope was sent to olympus for evaluation and repair because post procedure it was noted that the distal end was chipped.